Event description:
Corflo device placed using fluoroscopy. Imaging obtained after placement revealed the device had fractured. The tube was removed, and the fractured piece was retained in the patient.